Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an obturator sling procedure in (B)(6) 2013. The patient experienced a mesh erosion into the urethra. A 2cm mesh segment was removed in (B)(6) 2013, however, a recent cystoscopy showed there was more mesh still in the urethra. The patient is listed for further excision. Additional information has been requested.

Manufacturer narrative:
The indication for the procedure was urodynamic stress incontinence. The urethral erosion was first detected by the physician on (B)(6) 2013. The patient presented with irritable bladder. The erosion was located proximal urethral and was significant with ¼ of the urethra worn. In addition, the patient experienced an erosion close to the bladder neck on the left side. The patient was operated on (B)(6) 2014 to remove 3mm of mesh and has had no adverse incidence since. The physician opined that possible sharp edges of the remaining mesh from the prior excision may have contributed to the repeated urethral erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.